Event description:
As a response to recent recall on the riata leads pt had an office visit and lead extraction vs new rv lead placement was discussed with the pt. Pt is pacemaker dependent. Pt declined lead extraction, due to risks associated with the procedure.